Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set breaking at the filter was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 20027e lot number 20055103 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 20027e. Batch/ lot #: unknown (possible 20055103) 0.2 micron low protein binding filter extension set broke while connected to patient. Patient was sitting in bed and when they stood up and noticed tubing fell to the ground. Upon inspection, the tubing broke off at the filter. Patient was not moving excessively to cause tubing to break.